Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas¿ sars-cov-2 & influenza a/b test for use on the cobas¿ liat¿ system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas¿ sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agencys instruction, we hereby submit this MDR. The customer alleged discrepant results generated from the cobas liat system (s/n (B)(4)). A customer from the united states alleges false positive test run results for the cobas¿ sars-cov-2 influenza a/b assay. The customer reported that on (B)(6) 2021 pre-surgical patients samples being tested with the cobas¿ sars-cov-2 influenza a/b assay on their cobas liat system ((B)(4)) generated false positive sars-cov-2 and influenza b results. An assessment of the system identified a false positive result for sars-cov-2 and 9 influenza b false positive results for a total of 10 false positive run results generated on the cobas liat system ((B)(4)). Patient sample was collected using a collection kit 3 ml viral transport media. The customer confirmed there was no allegation of harm to the patient. 10 mdrs will be filed one for each of the samples results identified.